Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected black screen or blank display was noted. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had a cracked display window, a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the customer was experiencing problems with the insulin pump. The device was displaying weird numbers, the screen would turn dark and the device would turn off. The customer changed the battery but the problem persisted and would not respond. After many attempts, the device was able to be turned on, but the device alerted excess of battery, which was not able to be cleared, and the screen went black again. Troubleshooting was performed and the insulin pump passed the self test. The customer's blood glucose was 8.0 mmol/l. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.